Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). This report is for one (1) unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with a humeral nail on an unknown date. It was through x-ray that the surgeon saw that the screw may be broken; which confirmed a revision surgery was needed to remove the broken device. The proximal screw was broken and a non-union was also present. The patient was revised with a shorter humeral nail and all of the devices were removed without difficulty and nothing was left behind. The patient's outcome was fine and there were no surgical delays with this procedure. Concomitant - (part number 04.001.436s unknown lot number quantity 1; screw unknown part and lot number quantity 1). This report is for one (1) unknown screw. This report is 1 of 1 for (B)(4).